Manufacturer narrative:
A device history record review could not be performed because the lot number provided with the complaint was not valid. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated catheter with signs of use was received at the manufacturing site for evaluation. Upon a visual and functional evaluation of the sample, the reported issue was confirmed; the sample showed bubbles during under water testing and a hole was identified in the strain relief of one of the extensions of the catheter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. The PICC process flow was reviewed as a part of the investigation to identify the possible sources of leak generation. Pressure leak and occlusion tests are executed during manufacturing, these tests are completed using calibrated and validated instruments and the tests are executed by operators per procedure. The packaging of the product consists of introducing the catheter into an ¿assemble guard¿ in order to protect the device from external damage. A cause-and-effect diagram was used to organize potential root causes for this issue. The diagram eliminated the following potential root causes: material, machine, method, and measurement. Based on the available information, it can be concluded that the product was manufactured according to specifications; therefore, the most probable root cause can be considered as user misuse. A corrective action is not applicable at this time. There have been no trends or triggers found and functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information added to b5. Device available for evaluation was updated to yes.

Event description:
The customer states that the catheter was cracked in the middle of the lumen between the port and the patient causing a leak. The device was implanted on (B)(6) 2020 and removed (B)(6) 2020.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the catheter was cracked and leaked.